Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was shooting out from the cannula and it was hard to read. The customer's blood glucose level was 111 mg/dl. The customer reported that insulin was squirting out during the manual prime process. The customer also reported that there was a crack on the corner, sometimes no delivery alarm and sometime louder and slower rewind. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.